Event description:
Physician scheduled exploratory surgery for 2004 for a possible ipg pocket infection. Upon opening the ipg pocket, the physician observed staph infection under the device. The scs system was explanted. The patient was admitted to the hospital for monitoring and treatment of the infection. The patient has since been released from the hospital.